Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the terminal segment of lead was only returned severed 11 cm from terminal pin. A setscrew mark was noted on the terminal pin at the correct location. Testing of the returned segment was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics within the returned segmant that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture and no sensing detection. The lead was surgically abandoned and the atrial port was plugged on the cardiac resynchronization therapy defibrillator (crt-d). A portion of the lead was returned for analysis over six years later. No additional adverse patient effects were reported.